Manufacturer narrative:
(B)(4). The known cause of this leak is use error, improper disconnect. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a leak during peritoneal dialysis therapy. The caregiver noticed solution on the floor. During troubleshooting it was discovered that the patient improperly disconnected from the set in such a way to cause the leak. There was no patient injury or medical intervention associated with this event. No additional information is available.